Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential adverse event associated with bioprosthetic heart valves. At this time the sapien valve is indicated for use in the aortic position. Use of the sapien valve in the pulmonic position is still in clinical study. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There is limited information available in the literature regarding prosthetic valve failure (pvf) in pulmonic valve replacement. According to a retrospective analysis of outcomes of 169 consecutive patients, ¿risk factors for prosthesis failure in pulmonary valve replacement¿, younger age, tetralogy of fallot, and use of a homograft valve were risk factors for early pvf. Only younger age at pvr was a significant risk factor for late pvf. This young male patient had pulmonary atresia with vsd. At the age of 13 the patient underwent implantation of a sapien valve in the pulmonic position due to a stenotic homograft. The cause of the pulmonic valve stenosis cannot be determined, however, younger age at the time of pvr may have been a contributing factor. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards european affiliate, approximately 3 years post implantation of a 23mm sapien valve in the pulmonic position, the valve was evaluated via echocardiogram which showed the patient had a high gradient and stiffer leaflets which were no longer working properly. The decision was made to implant a 23mm sapien 3 valve. Per report, during the patient¿s early childhood the patient had been implanted with a homograft due to his pulmonary atresia with vsd. When the homograft later became stenotic the decision was made to implant the 23mm sapien valve, which at the time was considered to be short enough to not reach too deep into the pulmonic artery.

Manufacturer narrative:
Investigation is ongoing.